Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during the manual prime process. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI and could not recall any significant event leading to this alarm. Customer was assisted with clearing the alarm and was advised to disconnect from the insulin pump. She stated that she was able to complete the rewind process. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during out testing. Cracked display window corner and cracked battery tube threads noted.